Manufacturer narrative:
As reported, a .018 high pressure (hp) 6mm x 4mm x 40cm slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inserted into the patient and delivered to the lesion; however, it ruptured during its second inflation. It was replaced with another balloon catheter (non-cordis) and the procedure continued. There was no reported patient injury. This was a vascular access intervention therapy (vaivt) case. A non-cordis guidewire (0.018¿ 100cm) crossed the lesion. A non-cordis sheath (5fr) and a non-cordis balloon catheter (0.018¿ 6 x 40) were used together in conjunction with the device. Multiple attempts were made without success to obtain additional information. The product was not returned for analysis as it was discarded at the hospital. A product history record (phr) review of lot 82185241 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. There is no additional information regarding patient or lesion characteristics regarding this event. With the paucity of information available and without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. However, vessel characteristics and procedural factors may have contributed to the reported event. According to the instructions for use, which are not intended to mitigate risk, ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Caution: fully deflate the balloon by inducing negative pressure with the inflation system whenever the pta catheter is advanced or withdrawn. Do not advance or withdraw the pta catheter within the vasculature unless the catheter is preceded by a guidewire. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Remove the vacuum (do not apply pressure) and withdraw the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath or guiding catheter, check if the balloon is fully deflated. If not, withdraw the catheter and sheath as one unit.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a .018 high pressure (hp) 6mm x 4mm x 40cm slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inserted into the patient and delivered to the lesion, however, it ruptured during its second inflation. It was replaced with another balloon catheter (non-cordis) and the procedure continued. There was no reported patient injury. This was a vascular access intervention therapy (vaivt) case. A non-cordis guidewire (0.018¿ 100cm) crossed the lesion. A non-cordis sheath (5fr) and a non-cordis balloon catheter (0.018¿ 6 x 40) were used together in conjunction with the device. The device will not be returned for analysis as it was discarded at the hospital. Multiple attempts were made without success to obtain additional information.